Event description:
Caller reported not seeing drops of insulin at tubing's end during fill tubing of load sequence. There was no reported impact to customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, successfully resuming insulin delivery. Cts will send replacement cartridge.